Event description:
It was reported that stent damage occurred. A 3.50mm x 24mm veriflex¿ stent was selected; however, it was noted that there was a piece of metal sticking out from the stent. The device was not used and did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).